Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1998, the pt underwent a primary left l5-s1 spinal root decompression. In 2000, the pt presented with recurrent left leg discomfort which was mild in intensity. The pt was administered celebrex (200mg "qo" x 3 weeks) with good resolution of symptoms 7 weeks later. The investigator classified this event as unrelated to adcon-l. The investigator noted "over-exertion/too much activity" as a possible explanation for the event.